Event description:
Stryker reference #(B)(4): it was reported that a visum led in-light camera metal peg allegedly fell out making the camera unable to hold on the sterilizable cover. All pieces were recovered. There was no reported patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. The catalog number provided is for the led in-light camera which is the component involved in this complaint. The actual device has been returned to the manufacturer and is awaiting evaluation. A metal peg was reported to have fallen out of the in-light camera. A stryker sales associate went to the customer site and saw that the camera button was missing. The investigation regarding the root cause of this event is ongoing. There was no patient involvement and no report of any adverse consequences to the patient or caregiver.